Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the black box and bolus history for event date is overwritten. For testing purposes a 2.40u combo bolus with ratio of 55:45% was performed with iob set to on duration 4.0hrs. Immediately after performing the bolus the home screen displayed ¿bolus active¿ and the iob status screen correctly reflected the iob. After the 4.0hr duration period the iob status screen correctly reflected 0.00u and the bolus history correctly showed that the 2.40u combo bolus was fully delivered. No hypersensitive keys observed on the keypad. Investigators were unable to duplicate the complaint; pump information for complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.